Event description:
The user facility reported that the device was only working intermittently during a procedure, and would seem to "short out", a condition in which the device may underdeliver energy. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: manufacture date. Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device was only working intermittently during a procedure, and would seem to "short out", a condition in which the device may underdeliver energy. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.